Event description:
The customer reported less than thirty (30) milliliters of clear fluid leaked underneath the instrument and on the countertop during system shutdown and failed latron quality control (qc) involving the coulter lh 500 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not generated. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered a hole in the tubing through pinch valve pv42. Pinch valve pv42 controls the path of diluent to the probe wipe. The fse replaced the tubing and resolved the fluid leak issue. The fse completed quality control and it passed within specification. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).